Event description:
Additional information was received from the patient. They reported that the cause of the jolting sensation was determined and noted the likely cause as being "possibly changing position moved the (probes) stimulator closer to the nerves." The steps taken/will be taken were noted as being "none at this time. Check with my doctor if it becomes a problem or painful." The issue was reported as being resolved.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# va2ng58 implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bowel/bladder issues it was re ported that the patient said the stimulator had been working well. They were going in small increments from where they started with the surgery. They wanted to know if we were supposed to increase the stimulation all the way to the point where they could feel it. They could go up until they  could feel it and leave it there as long as it was comfortable. They asked if it is a normal reaction to have poking or pinching pain when she turns the stimulation up. They said that at first they get it when they first turn it up, and then it settles down. Pat agent explained that the stimulation shouldn't be uncomfortable. If they goes to get in the car and twist their body to get into the car, sometimes they will get a sudden jolt or surge for a moment. Pat agent explained that this could be related to positional change. The issue has occurred the whole time she has had the device here and there.